Manufacturer narrative:
(B)(4) event location other: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2009, patient underwent following procedure: partial removal of instrumentation t11-l3, posterior spinal instrumentation t4-t12, local spinal autograft, spinal allograft, smith peterson osteotomy t10-11, rhbmp-2; for pre-op diagnosis of: status post t11-l3 posterior spinal fusion for scoliosis, transition syndrome, t10-11, possible pseudoarthrosis, t11-12. Per-op notes: previous incision was opened and was extended in midline to t4 level. T11 screws were loose and there was no movement at t11-12 level. Osteotomy was done at t10-11. Position of screws was confirmed by fluoroscopy. Rods were measured and placed bilaterally. Posterior elements were decorticated and combination of local autograft, crush spinal allograft and large rhbmp-2 kit were placed with the posterior elements. No complications were reported. On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2.